Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pocket erosion and an infection. The physician alleged that the infection originated from or is related to the device. The system was explanted. The patient was stable before, throughout, and after the extraction procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.